Event description:
During baxter's evaluation of a spectrum pump the device would not stay on with a/c power. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the experienced symptom which was reproduced. Evaluation observed pump would not stay powered up with ac power, caused by a failed upper auxiliary assembly. The failed upper auxilliary assembly was replaced.